Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the esc button on the insulin pump was not working. It was also noted that the customer was unable to enter the time on the screen of the insulin pump and there may be a possible frozen display. Customer stated that when they went to change the set they were unable to use the esc button. Customer's blood glucose reading was unknown. Device is being returned for analysis.